Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had a bad implant. On 2025-dec-04 additional information was received from the patient. They reported that the doctor had ordered an x-ray and found the lead was not to the pelvic bone. They replaced the system and everything is working well with their current device.

Manufacturer narrative:
Please note the newest information that came in provided clarity on this entire event, so b5 is reworked to reflect the updated and accurate event description. See h10 for the related report numbers showing the rest of the information that was previously reported here was captured correctly in another event. Continuation of d10: product ID 978b128 lot# va2g69x serial# implanted: (B)(6) 2021. Explanted: (B)(6) 2022 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 additional information was received from the patient. They reported that there was nothing wrong with their current device. Their first implant was in (B)(6) 2011 by a doctor in (B)(6). For five years, they had no infection. The monitor was simple enough that a nurse could change the program over the phone as they held the probe in place. They moved to altamonte springs, fl. There, the doctor confirmed the battery had died, and they would replace it. Instead, they pulled the wire, bruised the entire back side and soon realized infections started happening. The patient dealt with this problem. It was further clarified that the nerve damage was caused by the second bad implant.

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# va03y4l: product type lead b2: infection medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had bad implant and they damaged their nerves.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.